Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door generated multiple clicking sound. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 6 was failed. A field service engineer opened the center column and applied grease to the latches. Reassembled the column and had the customer test the doors; no failures or clicking were observed. Tested the doors in diagnostics and completed the final test. The system functioned as intended after the field service engineer repaired the device.